Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent open heart surgery approximately 2-3 months ago. Since that time, the patient has been experiencing pain at the ipg site. As a result, the patient requested the system be removed due to the issue as well as to have an MRI completed. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 and the entire system was explanted.